Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2015 with the following findings: investigation revealed that the force sensor was out of calibration, the display screen was dim and discolored, and the keypad buttons were intermittently unresponsive. The keypad cover was intact. The keypad cover was removed, and there was evidence of contamination found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed investigation revealed that the force sensor was out of calibration, the display screen was dim and discolored, and the keypad buttons were intermittently unresponsive. This report is made based on results of investigation completed on (B)(6) 2015.